Event description:
Related manufacturer reference number 1627487-2023-01920. It was reported that during drg lead revision on (B)(6) 2023, (related manufacturer reference number 1627487-2023-02014, 1627487-2023-02015), the physician was unable to remove both s1 and the l5 leads due to fragmentation. Multiple attempts to retract both internal components were unsuccessful. As a result, the procedure was aborted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.